Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: the pump was delivering the programmed basal rate until it alarmed with call service 088 watchdog alarm on (B)(6) 2016. The pump was rebooted and delivery was not resumed at power up. No call service alarm or any warnings occurred during the investigation.